Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental emdr will be filed.

Event description:
It was reported to boston scientific corporation that an expect slimline needle was opened on (B)(6) 2020. According to the complainant, during preparation, the 22ga expect slimline needle was noticed to have had a foreign piece of blue plastic stuck in the biopsy port mount. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.